Event description:
Reporter indicated a patient developed an infection at the vns generator and lead site incisions and had the generator and lead explanted on (B)(6) 2010. The patient did have a previous vns generator replacement surgery on (B)(6) 2010. No trauma or device manipulation occurred. The cause of the infection was (B)(6). It was not known what to attribute the (B)(6) infection to.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.